Manufacturer narrative:
Retrieving data. Wait a few seconds and try to cut or copy again. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported the patient's blood glucose level rose above 250 mg/dl while wearing the pod less than 1 hour . The pod reportedly fell off the infusion site (arm), causing the cannula to dislodge. Pod treatment was unavailable.